Manufacturer narrative:
Analysis of lead model 3389-28, lot # b0953798k determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Normal impedances were observed. Analysis of extension model 37085-60, serial # (B)(4), determined no anomaly was found. The #1 setscrew was missing. The continuity was acceptable and there were no shorts between circuits. Normal impedances were observed.

Event description:
It was reported that after a period a normal function (less than one month), the electrode started to show impedances over 40,000 ohms. Unilateral therapy efficacy was diminished. The electrode and extension were both replaced in a surgical revision and therapy efficacy was restored. There was no patient injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389-28 lot# b0953798k implanted: (B)(6) 2011 explanted: (B)(6) 2011, extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.